Event description:
During a remote follow up, episodes of undersensing were noted on the device. A loss of contact with the device was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.